Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon complaint was only about the recon nail and not the screw.

Manufacturer narrative:
510k: this report is for one (1) unknown recon screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary (im) nail left femur procedure on (B)(6) 2019, the recon screw missed the hole in titanium cannulated femoral recon nail. The surgeon removed the screw and re inserted. There were no fragments generated. Procedure was successfully completed with a delayed of 30 minutes. There was an unknown patient status/outcome. Concomitant medical products reported: femoral recon nail (part # 04.033.275s, lot # unknown, quantity # 1). This report is for one (1) unknown recon screw. This is report 1 of 1 for complaint (B)(4).

Event description:
This report is for one (1) unknown nail head-element-screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.